Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by a vad coordinator that the patient had not left the hospital since the pump was implanted. The patient began running a fever and had increasing white blood cells (wbc's). A CT scan was performed and it was noted that there was an area around the pump causing concern of a pump pocket infection. The patient had been doing well with recovery, and according to the patient, he felt well. The physician made a decision to take the patient back to the operating room to clean out the pump pocket to ensure the infection may not spread to the driveline or become worse. The patient was taken back to the operating room to power irrigate the pump pocket. A drainage tube was placed to assist in the healing and to take any cultures as needed. No issues were noted in the operating room and the patient was taken to the ICU. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.